Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to high impedances on both leads. As a result, the patient underwent surgical intervention on (B)(6) 2024, during which the leads were unable to be fully removed; therefore, the leads were cut and remain partially implanted.